Manufacturer narrative:
Device was evaluated by pride field service rep. Results - pride rep reported hardware missing and loose on the powerchair. Conclusions - the powerchair was repaired by the field service rep; powerchair was in need of maintenance.

Event description:
The end user alleges the wheel came off the unit resulting in a fall; the user sustained back and shoulder pain. This is a second MDR for this customer, there was confusion identifying if injuries were a result of the events.